Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported to aesculap inc. That a berci fascial closure instrument (part # storz-26173am) was used during an unknown procedure performed on an unknown date. According to the complainant, during the surgery, the base jaw (the section fixed to the shaft) was broken. The surgeon was able to retrieve the fragment from the patient. The complaint device was available to be returned to the manufacturer for evaluation. No patient harm was reported as a result of the unexpected fragment retrieval. Additional information has been requested, but has not yet been made available. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: the device was returned to the manufacturer for physical evaluation. A visual examination was performed which revealed that the lower jaw had completely fractured off. No signs of improper repair were identified. The device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Although a definitive conclusion regarding the complaint incident was not able to be reached, the most probable root cause was noted as being misuse/improper care due to the device return condition. There was no indication that a manufacturing deficiency existed.

Event description:
No changes required.